Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("a finding of ectopic pregnancy could not be excluded in the ultrasound"), pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, she had normal menstrual cycles, even when she was not using birth control. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menses (heavy bleeding)"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), polymenorrhoea ("she has more than one menstrual cycle a month"), abdominal pain lower ("her cramping could be extremely painful"), allergy to metals ("allergic to nickel (symptoms)"), fatigue ("fatigue") and headache ("headaches"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, uterine haemorrhage, dyspareunia, polymenorrhoea, abdominal pain lower, allergy to metals and headache outcome was unknown and the abdominal pain, menorrhagia, arthralgia and fatigue had not resolved. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, dyspareunia, arthralgia, polymenorrhoea, abdominal pain lower, allergy to metals, fatigue and headache to be related to essure. The reporter commented: she was unaware at the time of implantation that the essure device was made of a nickel-titanium alloy. During an over three year period, she has repeatedly sought treatment for her symptoms. Plaintiff continues to suffer from heavy bleeding, fatigue, abdominal pain, and joint pain. She is currently seeking a physician who will remove bayer's device to address her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was a finding of ectopic pregnancy can not be excluded. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced severe pelvic pain. She went to emergency room and a finding of ectopic pregnancy could not be excluded in the ultrasound (ectopic pregnancy with contraceptive device), no further information was reported in regards of this event. Consumer also experienced abnormal uterine bleeding (uterine haemorrhage). All events are anticipated in essure's reference safety information. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship with essure cannot be excluded. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident due to the serious injury related to essure. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced severe pelvic pain. She went to emergency room and a finding of ectopic pregnancy could not be excluded in the ultrasound (ectopic pregnancy with contraceptive device), no further information was reported in regards of this event. Consumer also experienced abnormal uterine bleeding (uterine haemorrhage). All events are anticipated in essure's reference safety information. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship with essure cannot be excluded. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident due to the serious injury related to essure. In addition, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('a finding of ectopic pregnancy could not be excluded in the ultrasound') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, she had normal menstrual cycles, even when she was not using birth control. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menses (heavy bleeding)"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), polymenorrhoea ("she has more than one menstrual cycle a month"), abdominal pain lower ("her cramping could be extremely painful"), allergy to metals ("allergic to nickel (symptoms)"), fatigue ("fatigue"), the first episode of headache ("headaches"), migraine ("migraine"), autoimmune disorder ("autoimmune"), hypersensitivity ("allergy/hypersensitivity") and the second episode of headache ("headaches"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, uterine haemorrhage, dyspareunia, polymenorrhoea, abdominal pain lower, allergy to metals, migraine, autoimmune disorder, hypersensitivity and the last episode of headache outcome was unknown and the abdominal pain, menorrhagia, arthralgia and fatigue had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, polymenorrhoea, uterine haemorrhage, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: she was unaware at the time of implantation that the essure device was made of a nickel-titanium alloy. During an over three year period, she has repeatedly sought treatment for her symptoms. Plaintiff continues to suffer from heavy bleeding, fatigue, abdominal pain, and joint pain. She is currently seeking a physician who will remove bayer¿s device to address her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: a finding of ectopic pregnancy can not be excluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('a finding of ectopic pregnancy could not be excluded in the ultrasound') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, she had normal menstrual cycles, even when she was not using birth control. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("severe pelvic pain"), uterine hemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("ununsually heavy menses (heavy bleeding), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), polymenorrhoea ("she has more than one menstrual cycle a month"), abdominal pain lower ("her cramping could be extremely painful"), allergy to metals ("allergic to nickel (symptoms)"), fatigue ("fatigue"), the first episode of headache ("headaches"), migraine ("migraine"), autoimmune disorder ("autoimmune"), hypersensitivity ("allergy/hypersensitivity") and the second episode of headache ("headaches"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, uterine hemorrhage, dyspareunia, polymenorrhoea, abdominal pain lower, allergy to metals, migraine, autoimmune disorder, hypersensitivity and the last episode of headache outcome was unknown and the abdominal pain, menorrhagia, arthralgia and fatigue had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, polymenorrhoea, uterine hemorrhage, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: she was unaware at the time of implantation that the essure device was made of a nickel-titanium alloy. During an over three year period, she has repeatedly sought treatment for her symptoms. Plaintiff continues to suffer from heavy bleeding, fatigue, abdominal pain, and joint pain. She is currently seeking a physician who will remove bayer¿s device to address her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: a finding of ectopic pregnancy can not be excluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number forthis case, we were unable to conduct a review of the manufactunng batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode forthe device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch num ber was reported, a batch investigation with res pect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events: migraines, headaches, allergy, autoimmune were added. Events of pelvic pain and abnormal uterine bleeding downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.